Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issue.

Event description:
The MFR received info alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.